Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, there was a bifurcation in the second half of the suture. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch meq852 and no non-conformances were identified. Additional h3 investigation summary: one empty labeled winding former and one needle-suture of product code w8430, lot meq852 were received for analysis. During visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of strand and damage (split and fraying defect) could be observed. Functional test was performed and the tensile  strength force was above the minimum requirement. The winding former was visually inspected and damaged on the flaps were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of performance breakage suture is damaged suture.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences? No patient consequence.